Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, second valve was implanted valve-in-valve. It was reported that the procedure was performed due to aortic insufficiency (not aortic stenosis), which is off-label usage. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.